Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v012196, implanted: (B)(6) 2009, product type: lead. Product ID: 7436, serial# (B)(4), product type: programmer. Patient product ID: 3389s-40, lot# v185948, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted:(B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported the patient underwent two recent cardioversions several months apart. During the first cardioversion the patient¿s deep brain stimulation (dbs) system was turned off. At the patient¿s most recent cardioversion his physician suspected they did not turn off the implantable neurostimulator (ins) and the physician suspected the patient had a cardioversion-induced lesion in the right sub-thalamic nucleus (stn). It was noted the patient¿s physician wanted to do an MRI to rule out a lesion and an MRI was scheduled but the patient had to cancel. It was not known if the patient had experienced a change in therapy. Additional information received reported impedances testing was performed and the patient¿s physician noted ¿open circuits¿ but it was unknown which hemisphere or electrode combinations. The physician planned to have the patient return to the clinic soon to retake impedances. It was noted no lesion was confirmed. The physician noted the ¿possibility of lessened tremor upon examination, but the reason had not been identified.¿ it was noted the physician may order an MRI depending on the outcome of an additional patient evaluation and impedance testing. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).